Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. An x-ray confirmed the electrode has migrated downward and the pulse generator has rotated. Technical services advised some testing and programming options. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. An x-ray confirmed the electrode has migrated downward and the pulse generator has rotated. Technical services advised some testing and programming options. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. An x-ray confirmed the electrode has migrated downward and the pulse generator has rotated. Technical services advised some testing and programming options. There were no adverse patient effects. The system remains implanted.